Manufacturer narrative:
Device identification is unknown; no further information was provided. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported that the pump alarmed 'no disposable- clamp tubing' with the cassette attached. Patient not affected. No patient injury reported.